Manufacturer narrative:
The malfunction was observed during review of the device's history log; however the device was put through extensive testing without duplicating the malfunction. The monitor board was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device reboot power inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.